Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection with symptoms of pus coming out of the wound. The patient was given antibiotics. Additional information stated that the patient underwent spinal cord stimulation (scs) explant procedure. Patient was okay postoperatively. Hospital discarded the explanted devices.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7169466, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection with symptoms of pus coming out of the wound. The patient was given antibiotics.